Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -9.5/2.0/168 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. Low vault was observed. On (B)(6) 2022 the lens was explanted and on the same day a replacement lens of longer length lens was implanted. The replacement lens resolved the problem. Cause is reported as unknown. Status of eye "the implant is a vertical tablet one size larger."